Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent system products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image and a video were provided for review. The investigation of the reported event is currently underway. Expiry date: 10/2023.

Event description:
It was reported that post stent placement procedure, the stent was allegedly deformed. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was not available for evaluation, the stent remains implanted. Provided movie/ image demonstrate stent deformation with poor resolution so that a more detailed description of the deformation is not possible; however, a stent fracture or twisting could not be confirmed. No indication for a manufacturing related cause could be found. The investigation leads to confirmed result for stent deformation. In this case the lesion was fairly calcified but not curved, and the lesion was pre dilated. The oversizing was not known. Based on the information available, the alleged stent deformation is confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use describes holding and handling of the system during the procedure. In regards to accessories/ access the instructions for use state: 'gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length (...)'. The instructions for use further state: 'predilitation of the lesion should be performed using standard techniques.' The IFU contains a stent selection table describing the relationship between reference vessel diameter and unconstrained stent inner diameter. H10: d4 (expiry date: 10/2023), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. .

Event description:
It was reported that post stent placement procedure, the stent was allegedly deformed. The procedure was completed by using another device. There was no reported patient injury.